Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that the sensor was they were wearing caused cellulitis at the sensor insertion site that prompted the patient to drive to urgent care. At the time of contact, the patient was being treated for the cellulitis. Additional patient or event information is not available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
Com(B)(4).